Event description:
Surgeon noticed a small burn on edge of incision directly where a defect on the black shaft of the device was touching the skin. That area of tissue was excised later in the surgery.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. Once an eval has been completed, a f/u report will be submitted.